Manufacturer narrative:
Alleged failure: pull wire stuck in anchor. Probable root cause: design: poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied. Application: not enough force applied; user unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence (B)(4).

Event description:
It was reported after pressing the deployment lever of the cinchlock anchor and removal of the anchor inserter, it was noticed that the metal wire that is used to deploy the anchor had broke proximally and was visibly attached to the anchor as well as visible outside the cannula attempts were made to remove the wire but the wire broke again near the anchor/bone.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported after pressing the deployment lever of the cinchlock anchor and removal of the anchor inserter, it was noticed that the metal wire that is used to deploy the anchor had broke proximally and was visibly attached to the anchor as well as visible outside the cannula attempts were made to remove the wire but but the wire broke again near the anchor/bone.